Event description:
This supplemental report is being filed due to the completed evaluation of this product. It was reported that pg device a219/261272 and lead 3501/174291 were explanted on (B)(6)2020 due to infection/sepsis. Required extraction. He had previous infections unrelated to the device in may 2020 and physician believes those contributed to pocket infection. The patient was hospitalized. Additional information from event record 13195708 & trac occurence 150080646-1546274 device a219/261272 and lead 3501/174291 were explanted due to infection. Patient had multiple infections then complained of pocket pain and pain near valve. System removed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient was hospitalized due to infection and sepsis. The patient experienced pocket pain and pain near a valve. The system was explanted. It was noted that this patient had previous infections unrelated to this system which were suspected to have contributed to this pocket infection. No additional adverse patient effects were reported.